Event description:
Per follow up with healthcare provider it was learned that the reason for explant is structural valve deterioration due to calcification. As per the operative reports received, the edwards perimount plus pericardial valve was implanted in (B)(6) 2005 without any procedural complications (combined mitral and aortic valve replacement). The patient was readmitted to hospital in (B)(6) 2013 (8 years, 8 months later) due to chf and fatigue. She was found to have prosthetic valve deterioration (mitral), ascending aortic aneurysm, moderate mitral regurgitation and pulmonary hypertension. She was accepted for reoperation. Intraoperatively the (edwards prosthetic) mitral valve was found to be heavily calcified. The procedure was complicated by an atrioventricular separation upon removal of the device. This was repaired with a pericardial patch and a mechanical bileaflet valve was placed into the annulus. The ascending aorta was replaced from the sino-tubular junction almost to the innominate artery without incident.

Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately eight (8) years and eight (8) months. The explanted device was replaced with a model 7300tfx27mm. Multiple attempts have been performed with the healthcare provider, but the reason for explant has not yet been provided to edwards.

Manufacturer narrative:
Report is submitted to correct the event occurrence date ( i.e. Date of event). No further action is required.

Manufacturer narrative:
Additional manufacturing narrative: follow up with the healthcare provider indicates this valve was explanted due to calcification, however the valve was not returned and could not be evaluated. Although cannot be physically confirmed, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time.

Manufacturer narrative:
Report of an explanted mitral valve after approximately nine (9) years of implant due to unknown reasons. Despite attempts with the healthcare provider, the reason for explant has not yet been provided and the device has not yet been returned for evaluation. Mitral bioprosthetic failure and explant can be due to multiple factors and mechanisms. Without additional information and/or device evaluation, the root cause of this event cannot be determined or evaluated at this time. Edwards will continue to monitor and review all events.